Manufacturer narrative:
The investigation was performed by considering complaint description, customer service reports, system history, log file analysis, & part analysis. During procedure, the system reported that all three foci of the x-ray tube was defective, leading to the loss of x-ray functionality. Nevertheless, movement was still possible. The procedure was continued on a different system. No health consequence was communicated. The x-ray tube and the high voltage (hv) cable was returned and investigated. Investigation of the x-ray tube showed that the x-ray tube was in working condition and no issue could be found. However, burn marks were discovered on one of the pins of the hv cable. Expert opinion states that there was an improper electrical contact at the plug of the hv cable. It is possible that the hv cable was not correctly mounted. This is supported by the fact that the issue occurred a few weeks after maintenance was performed. The occurrence rate of the error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation. After the exchange of the pins of the hv cable and the x-ray tube, the issue is resolved.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A follow-up report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while using the artis pheno. During an emergency procedure, the user reported that no x-ray was possible. The system reported a defective message error for the micro focus, the small focus and the large focus. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to investigate the reported event.